Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." D4: corrected UDI number.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp support in march 2023 for a patient admitted for transcatheter aortic valve replacement. The support was successful for four hours and then replaced by extra corporeal membrane oxygenation. Later in 2024 abiomed's long-term outcome and quality indicator registry database reported upon ventricular tachycardia (vt) treated by shock. The relationship was thought to be possible for the the vt and impella. The patient survived the event.